Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: it was found of imaging review that the endograft was either constrained on implantation, compressed afterwards, or a combination of both. Likely, the false lumen extended proximally expanding the aortic arch while the entry tear was in the proximal descending thoracic aorta near the lsa origin. Usually endografts are sized to the normal aortic diameter which the palmaz stent demonstrated was near 21mm. This tx2 likely was sized according to the maximal aortic diameter of both the false and true lumens and consequently oversized approximately 80%. There is no evidence to suggest the endograft did not perform as intended. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: collapse of the graft, need for re-intervention placement palmaz for repairing. Patient outcome: the patient did not experience any adverse effects due to this occurrence.